Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12074. It was reported, the patient met with the sjm representative and her doctor to troubleshoot the patient's system. It was reported, the patient had not charged the I pg battery in nine months since she had lost her charger. It was also reported, the x-rays revealed the patient's lead had migrated from c3-c4, to c5-c6. It was reported the doctor referred the patient out for an ipg replacement and lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.